Event description:
I used renu with moisture loc contact saline solution approx. 08/04 through 04/06. I had to go to eye dr. I could not lift up my head. Light hurt my eyes and blurred vision. Had serious ulcer, from fungus. In left eye, took vigamox for 21 days, could not wear contacts for another week. Started using contacts with renu moisture loc and got another ulcer in right eye. Went to ophthalmologist to exam corneas. Both eyes are permanently scarred in peripheral part of eye.